Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the machine would not turn on when needed. The patient ended up passing away during the case. The reporter does not have coroner's report. Medical intervention performed is unsure. The device was sequestered due to this event.

Manufacturer narrative:
Other text: d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received in good condition with no visible damage/alteration. The membrane switch became partly delaminated and had signs of corrosion on metal traces in two places. Return tube had cracks/micro-fractures, no leaks or low flow rate observed. The flow rate was above 1 gpm, which is within tolerance. The air pressure was 5.8 psi which was out of tolerance with the 5.6psi +0.0/-0.2 psi specifications. Per functional testing, the device powered on initially but shut off after 7 minutes, this happened three times. Opened the device and noted that the membrane switch flex showed signs of corrosion in the trace and the insulation was puckered/delaminated in the section around the bend. Swapped the membrane switch with new membrane switch and repeated the power-on test multiple times. The device ran for over 16 minutes without powering down and ran through a full functional test without issue. Used a volt meter to measure the voltage across the original membrane switch for any faults. The complaint was confirmed. The root cause was a membrane switch malfunction. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken and the device was scrapped.

Event description:
Additional information received via email and attached to complaint object: additional contact details were provided by the sales representative and the trimedx representative.

Manufacturer narrative:
D4 was corrected. UDI related data quality updates only.